Event description:
It was reported that the patient presented to the emergency room. Upon review, the implantable cardioverter defibrillator was found to be in the back up mode. The device went into back up mode after magnetic resonance imaging (MRI) scan. Programming changes were made and the device was restored. No patient consequences.